Event description:
Caller reported occlusion alarms occurred. The customer¿s blood glucose level was displayed as ¿high," a specific value was not provided. To address the high blood glucose, customer changed supplies and administered correction boluses via the pump. Customer resolved the occlusion issues by changing the infusion set and cartridge and resumed insulin use.